Manufacturer narrative:
The service rep replaced a part in the system. The system operates as intended.

Event description:
The customer reported the generator error occurred by generator interface board failure. No pt injury.